Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a suspected outflow graft obstruction. The obstruction was confirmed using a computed tomography (CT) scan on (B)(6) 2024. The pump was reportedly performing as expected and no alarms were noted on interrogation. The patient had symptoms of mild shortness of breath and was given a dose of lasix 40mg intravenously. Symptoms resolved following the dose and no outpatient diuretics were given.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction cannot be confirmed, and a correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events cannot be conclusively determined through this evaluation. Review of the submitted log files captured the device operating as expected at the fixed speed. No notable events or alarms were captured. The patient was discharged and remains ongoing on heartmate 3 lvas. No further events have been reported at this time the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.